Event description:
Customer reported the system displayed a charger failure during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed battery charger evaluation and battery pack evaluation test, passed both tests. Looked into shot log and noticed that digital spot was used approximately 45 times around a 30 minute window which probably contributed to the charger failed message and degradation of image quality at that time. System operates as intended.